Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to an electrosurgical unit that was used without maintaining sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use in: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.